Manufacturer narrative:
Analysis found device noisy and couldn't find the overheating. Per pre-repair temp test, handpiece heated to 26.3c at one minute. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) reported that the attachment overheated and the bur is wobbly during intra-operative. Upon follow up it was reported that the customer there is no impact on neither the patient nor the staff. The wobbly bur was used in the patient.